Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14-apr-2020, serial#: (B)(4), UDI #: (B)(4), mfg date: 23-oct-2018, labeled for single use. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Model #: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), it was hard to deliver the device toward the septum. The device was not released once, and gooseneck was not created. The event occurred when contrast was used near the apex for location confirmation, during searching for a fixed position aiming at the septum. When contrast was used near the apex of the heart, contrast was identified outside the right ventricle (along the outer shape of the heart). After that, echocardiography also confirmed pericardial fluid and poor cardiac movement. Cardiac tamponade occurred. Pericardial puncture and intubation were performed. The blood pressure decreased gradually. Then, ventricular tachycardia (vt) occurred and defibrillation as well as cardiac massage were performed. The patient's family was contacted as the patient's condition was getting worse in about 30 minutes after using the contrast, and the patient died shortly thereafter. Right ventricular laceration was determined as the cause of death.